Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had kinked, and the helix of the lead had failed to advance and failed to retract. The stylet had also failed to be advanced through the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.